Event description:
During reprocessing at the sterilization department the staff observed changes in the surface of the affected items.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to h6 device code.

Event description:
During reprocessing at the sterilization department the staff observed changes in the surface of the affected items.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received device, severe deformation and damage is seen in the cannulated head of the screwdriver. A lot of damage / scratch marks are also visible proximal to the damaged portion. It looks like there are strong contacts of the cannulated head, most probably with a sharper object. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the repeated excess contact of the device with a sharper object, either during use or reprocessing. If more information is provided, the case will be reassessed.

Event description:
During reprocessing at the sterilization department the staff observed changes in the surface of the affected items.